Event description:
A surgeon reported a patient experiencing blurred, waxy vision following intraocular lens (iol) implant surgery. The iol was exchanged for a monofocal iol. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. No other complaints reported in the lot. Add'l info has been requested. A completed questionnaire has not been received. (B)(4).